Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as an itchy and bleeding skin irritation that has scabbed. Patient stated it possibly may be a reaction to a medication they are currently on. Reporting out of an abundance of caution. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed medication for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.